Manufacturer narrative:
H2: follow-up type - additional / device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional h10: additional manufacture narrative - additional the customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to software issue of the logic board- software incompatible causing error 200.5040. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/21/2017 to the present date 10/05/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement. Subsequent to the initial MDR, additional information was received.

Manufacturer narrative:
Additional information: h6 (result), h7.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement. Subsequent to the initial MDR, additional information was received.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.